Event description:
Procedure type: lap hernia repair. According to the reporter, it was not possible to insert the scope into the device, subsequently the balloon tore off. To continue the case, they removed the balloon with a hand tool and used a pdb balloon instead. Patient is well, further details could not be obtained. No injury was reported.